Event description:
The bed controls were not working on pt's bed. Kci evaluated and changed the bed control only. The pt complained that the head of the bed would not raise. The kci representative stated that the bed's maximum weight capacity is 850lbs, and that the pt was placing the bulk of their weight above the hinge of the bed. A pt's weight should be evenly distributed across the length of the bed. The pt insisted on a new bed, and it was changed. Kci was called again because the bed failed to work. The bed was evaluated and it was discovered that the side rail cable was severed. The bed was replaced.